Event description:
Piece of plastic in the interior of a bd(becton dickinson) 50ml luer lock syringe. Lot number, 3208299. Staff reports it was manufactured in nj, not china. Refer to add'l documents in i2k.